Event description:
Information received by medtronic indicated that the stopcock had detached from the in fusion line/port to the sheath and had fallen off the sterile field. A sterile stopcock was used as replacement. The sheath aspirated and flushed and the infusion line was clamped off. The cryoablation procedure was then completed. No patient complication was reported.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was discarded by the user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.